Event description:
It was reported that approximately 3 months ago the patient was implanted (actual implant date is unknown) with a rx xience v 4.0x28 in the distal right coronary artery (rca). On (B)(6) 2012, the patient complained of chest pain and a diagnostic procedure was performed and the physician believes the culprit is the left anterior descending artery (lad). No treatment was performed to the lad. However, upon doing the diagnostic procedure, the physician noticed something about the stent in the rca. Under fluoro, he noted an outline of the end of the stent and thought it could be premature restenosis but blood flow was good and the vessel was wide open. Another physician was consulted and disagreed with him stating it was not premature restenosis but that someone put in too big of a stent (oversized stent). The artery did not show any tortuosity or calcification. There was no treatment for what he perceived to be premature restenosis. Some pictures were taken of the stent in the rca and are being returned for clinical review and comment. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis are listed in the xience v instructions for use as known adverse events. Cine images were received and reviewed by an abbott vascular clinical specialist. There is a noticeable step-up from the proximal reference vessel to the proximal stent edge. There is irregular narrowing in the vessel adjacent to the proximal stent edge suggesting stenosis. The distal stent edge is aligned with the distal reference vessel. It was concluded that the images are consistent with overexpansion of the proximal section of the stent. Proximal geographic miss cannot be ruled out. This does not mean that the stent was misplaced. The statement means that the 4.0x28 stent covered the lesion accurately but it is likely that use of a longer stent would have covered the entire lesion. It was confirmed there was no inaccurate stent placement. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant is estimated. The device is not returning. The lot number was not provided. A follow up will be submitted with all relevant information.